Manufacturer narrative:
This right ventricular (rv) lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a red alert was detected for this high out of range shock impedance measurement. Subsequently, additional information was received that the shock impedance measurements have been high since implant (around 115 ohms), and there is no revision planned. There were no adverse patient effects reported.